Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: a review of the black box indicated ¿user canceled bolus¿ warnings and ¿exceeds maximum total daily dose limit¿ warnings on (B)(6) 2016. A review of the bolus history showed three cancelled boluses on (B)(6) 2016 associated with occlusion alarms. The pump powered on normally with functional auditory and vibratory features. The pump successfully completed an ezprime sequence and 24 hour duration testing with no errors, alarms, or warnings occurring. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed and accurately recorded in the pump history. The bolus history was found to be recording properly. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; bolus deliveries are not being recorded in the bolus history. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.